Event description:
Patient presented to the physician with a burning sensation localized to the left side of the tongue. Pain management medication was prescribed. Patient returned for a follow-up appointment and reported no improvement. Physician administered steroid injections and prescribed additional medication for the pain. This resolved the issue.